Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to short interval counts (sic) and noise. The patient also experienced pectoral muscle stimulation that occurred when they would take a deep breath. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: dtba1d4 implantable cardioverter defibrillator (ICD),  implanted: (B)(6) 2013; 4196 implantable pacing lead, implanted: (B)(6) 2013. (B)(4).